Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had personal injuries sustained as a result of their defective spinal cord stimulator device. The risks associated with getting an implant were not adequately disclosed in the labeling, training materials, or risk mitigation strategies accompanying the device. Within weeks of implantation the patient experienced shock-like sensations and worsening pain. A manufacturer representative (rep) was present during the implantation and advised the implanting physician regarding intraoperative placement, programmed and activated the device. Within two weeks of implantation, patient began experiencing severe complications, including electric shock sensations, burning pain, and progressive loss of function in their right leg. Imaging confirmed lead wire migration, and their clinical presentation worsened. Despite repeated follow-up visits and waveform reprogramming attempts conducted, the device failed to restore therapeutic benefit. Patient continues to experience neuropathic pain, gait instability, and discomfort localized at the implantable neurostimulator (ins) site. Daily activities such as dressing, showering, walking, and sleeping are impaired by ongoing electrical misfiring, pressure pain from the battery pack, and the lack of any meaningful therapeutic effect. It was alleged that the design was defective, the system implanted in was defectively manufactured. The device, as constructed and assembled, deviated from the manufacturer's design specifications and from other units in the same product line, resulting in an unreasonably dangerous condition at the time it left the manufacturer's control. The manufacturing defect included, but was not limited to, improper assembly, defective battery control firmware, flawed charging telemetry integration, and defective anchoring or lead stabilization mechanisms. Patient reported to their healthcare provider (hcp) the device was not delivering the promised pain relief and was instead causing new and worsening symptoms, including painful electrical sensations, worsening neurologic symptoms, diminished quality of life , and urinary dysfunction. The patient was told that the device was functioning normally. No diagnostic testing was performed. By mid 2019 they were advised to turn off the ins, it remains inactive. The ins continued to cause pain and interference with adjacent anatomical structures. Patient stated that the device failed during normal and foreseeable use. It was stated that the patient suffered injuries, damages, pain and suffering, emotional distress, neurologic injury, and loss of enjoyment of life. It was alleged that the system presented known or reasonably foreseeable risks. The risks were not adequately disclosed in the product labeling, instructions for use (IFU), training materials, or marketing documents provided to physicians and patients. They reported that the system implanted was not of merchantable quality and was not fit for its intended or represented purpose. The patient has a need for ongoing medical intervention caused by improper device programming, inadequate postoperative support, and a lack of informed me dical decision-making. Additional information was received from the manufacturer representative (rep). It was reported that the rep was not made away of the event. The rep is not aware of any actions or interventions at this time.

Manufacturer narrative:
See g2 for correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.